Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the bubble sensor. The incident occurred in USA. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of a bubble sensor malfunction-not reading anything during a procedure. There is no report of any patient injury.

Manufacturer narrative:
**UDI related data quality updates only** d2. Correct device product code and common device name updated in the dedicated sections d2a and d2b. D4. Correct device model number (23-07-50) updated in the dedicated section. G4. Correct PMA/510(k) number updated in the dedicated section.

Event description:
See initial report.

Event description:
See intial report.

Manufacturer narrative:
Device service history review revealed that no other similar case was notified since device installation in 2017. Service confirmation was provided and reported that the bubble sensor was replaced by customer with a new one due to worn out cushions. Worn/deflated bladders of bubble sensor can result in oversensing. In case of bubble sensor triggering false bubble alarms, the pump is stopped by the bubble alarm even if no air is present in the monitored line. In such situations, the alarm can always be cleared/overridden by user, once the line is verified to be free of air, and the perfusion can be easily restarted. Thus, it is unlikely that a false bubble alarm will result in serious injury. The issue is a known failure that is related to silicone oil diffusion through cushions causing false alarms, which was investigated. Investigation revealed that the oil diffusion through cushions is a design problem. The risk of failure has been determined as acceptable. There is no information that can be provided to decrease risk beyond what is currently in the IFU to perform an operational check during priming prior to the use in the procedure and how to appropriately respond to an alarm. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.